Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer put on her sensor and started getting threshold suspend and her blood glucose was 138 mg/dl. Troubleshooting was done. Customer's blood glucose was 172 mg/dl. The customer was educated regarding differences in sensor and blood glucose readings. Customer mentioned that she got calibration error too. Customer's blood glucose was 65 mg/dl. It was reviewed with customer the sensor features and how the insulin pump works with the sensor. No further information provided.